Manufacturer narrative:
The device has been returned to the manufacturer. Evaluation summary details will be included in the follow up report after the investigation has been completed. PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available or after completion of investigation.

Event description:
As reported, prior to using a ncircle tipless stone extractor, the device was noted to be broken. Upon return of the device to cook (B)(6) 2021, the handle did not actuate basket function. The cannulated handle and basket sheath were severed. No adverse effects were reported to the patient due to this occurrence. No additional procedures were required due to this occurrence. Additional patient and event details have been requested.

Manufacturer narrative:
Event summary: as reported, prior to using a ncircle tipless stone extractor, the device was noted to be broken. No adverse effects were reported to the patient due to this occurrence. No additional procedures were required due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the open position and basket in the closed position. The handle did not actuate the basket formation. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5cm in length. The cannulated handle, basket sheath, and support sheath were all severed. The coil on the basket assembly was offset. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution the following: ¿precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ it is possible the device was inadvertently damaged during handling before use, but no information related to product handling was provided. Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.